Event description:
During a diagnostic laparoscopy with reduction and repair of internal hernia and repair of intussusception, staff noted the harmonic shears were "not firing." The rep was in the room at the time and new shears were provided. No injury was noted.